Event description:
Patient was revised to address pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds two other reports against the metal liner and no other reports against the femoral head. Per procedure, these devices are exempt from device history record review. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.